Event description:
It was reported that the patient had six shocks. It was also reported that ventricular fibrillation episode cannot be viewed after interrogation. It was noted that the implantable cardiac defibrillator (ICD) had a bit flip causing a memory error . The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.